Event description:
Automatic implantable cardiac defibrillator implant. When a battery change was attempted, 5 years later, ICD/lead tested and failed due to lead malfunction, and/or lead possible fracture. Status/post evaluation and discussion with pt, surgeon scheduled and completed, extraction of previous implant and implanted new ICD/lead system. No complications associated to lead fracture occurred nor other interventions needed. Pt discharged day after surgery.

Event description:
Add'l info rec'd from MFR 12/13/00: the model 7219d was returned to medtronic. Routine testing on this model has been discontinued as the technology is outdated and not expected to be used in the future. In addition, no new analysis trends have been identified. The model 6933 electrical testing of the proximal lead portion found the continuity complete in the defib conductors. In the distal lead portion, electrical continuity could not be tested due to the presence of a lead removal wire. A fractured filar in the defib conductor appeared to be due to a lead removal wire. Blood was observed in the defib conductor in various locations. Cosmetic depressions were noted in the outer insulation throughout the lead. The lead portions returned were considered functionally normal. The model 6936 electrical testing determined that continuity of the proximal lead portions of the defib, distal, and proximal conductors was complete. Due to the condition of the distal portions of all conductors, electrical testing was not performed. Metal ion oxidation (mio) was noted in the outer insulation at the connector end and in the inner insulation at the generator end. Cosmetic environmental stress cracking (esc) was noted in the outer insulation throughout the lead. Several conductors were distorted in various locations.